Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was not impacted. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.